Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a transpac® it monitoring kit w/03 ml flush device, safeset¿ reservoir and 60" (152 cm) pt tubing. The reporter stated that in anesthesia, they had an incident related to the flattening of the blood pressure curve which means that the pressure readings are wrong, which can lead to misdiagnosis during surgery and therefore to the administration or non-administration of a medication. It is unknown if there was patient invovlement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
One used transpac® it monitoring kit w/03 ml flush device, safeset¿ reservoir and 60" (152 cm) pt tubing; was received for evaluation on 9/8/22. The reported complaint of inaccurate readings was not confirmed on the returned set. During visual inspection, the plunger was detached from plunger tip with the plunger tip unable to be pulled back within the safeset reservoir. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing process. The transducer was electrically tested and the transducer was able to be zeroed but could not obtain a reading. The set was primed and pressure leak tested and no leaks were observed. The transpac on this set is vendor manufactured part; the reported condition of inaccurate readings was unable to be confirmed due to the fact that the product could not be functionally tested. The probable cause of the transpac unable to obtain reading had occurred due to vendor related manufacturing. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Additional information b5 section

Event description:
Additional information was received from the customer who stated that their facility immediately switched to a different measurement method. The closed systems were only newly used in anesthesia. Since the same open systems had been used for years at the anesthesia department without any major problems, it was suggested to the anesthesia department by the responsible internal departments of the hospital to use the open systems again. Further trainings are planned in the department and also a film about the use of the closed systems will be made for the facility. The reporter stated that there was no obvious defects with the device. There was patient involvement but no patient harm noted.